Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that the primary console alarmed with flow below limit caused by speed and flow displaying zeros. The pump was still working. The primary console parameters were re-adjusted to the original setting. The primary console worked well. The patient was stable. The physician decided to switch the primary console to the backup unit the following day. No additional information was provided.

Manufacturer narrative:
Additional information. The reported event could not be confirmed because the primary console was not returned for evaluation. Additionally, a root cause for the event could not conclusively be determined. The primary console operating manual states the recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console to continue patient support. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.